Event description:
The customer reported that while running a hepatitis core antigen assay, using summit sample handler wells b1, c1, d1, e1, f1 did not receive the same amount of liquid, wells g1 and h1 did not have liquid at all. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.